Event description:
The ICD involved in this report was interrogated on (B)(6) 2011 upon scheduled follow-up. Reportedly, some episodes had been recorded (confirmed in overview screen / statistics). The message "communication error" was displayed and data could not be read from the implant memories. The programmer head was repositioned, but holter memories still could not be reviewed. The medical engineer ended this session (no message related to reset was displayed). When the ICD was re-interrogated, the number of episode in overview screen had been reset. In addition, no episode was stored in holter memories. Interrogation was performed again but data could not be retrieved. Arrhythmia & therapy history confirmed that treated episodes had been recorded. Normal ICD check was performed afterwards.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.